Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant close door messages were reproduced and confirmed through evaluation. The evaluation found cracks in the threaded insert boss of the front case which mounts the pumping mechanism to the case. This condition created separation between the front case and the mechanism assembly resulting in excessive force needed to close the door. The front case was replaced.

Event description:
It was reported a spectrum pump had constant close door messages. It was also reported there was no patient injury.